Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette from the door of their cycler during step 9 of their pd end treatment. The patient contact reported that the patient was receiving drain complications during dwell 2 of cycle 1 of their pd treatment and drain 3, 4, and 5 of their pd treatment. The patient contact also reported that they were receiving solution bag lines are blocked message because they forgot to open the clamp, but this was resolved by the patient. It is unknown at which point in therapy the leak may have begun. The patient contact reported that the patient stated that the cause of the leak was a hole in the cassette. The fluid did come in contact with the cycler. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact stated that the patient was able to complete treatment using their cycler. The patient contact confirmed that only one fluid leak occurred on (B)(6) 2020. The patient contact stated that the patient¿s pdrn instructed the patient to dry the cycler and continue treatment with the cycler the next day. The patient contact stated that the next day when they attempted to use the cycler they noticed that the cycler was still moist and they contacted technical support. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.